Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. One device was received. Visual inspection noted a cracked enclosure, damaged line cord, worn block assembly, and liquid crystal leakage in the liquid crystal display (lcd). The complaint was confirmed by visual inspection as the line cord had a splice exposing the wires. The root cause was a damaged power cord insulation exposing wires. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the line cord wires were exposed. Patient involvement unknown.